Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient experienced several inappropriate therapies due to lead damage. It was also reported that there was an impedance increase and oversensing on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.